Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 24-apr-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she did not have the time to test using the replacement products but stated she would contact manufacturer if she had any concerns.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 174, 182 and 187 mg/dl. Customer was also concerned with results obtained of 320 and 276 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Daughter stated that the customer takes insulin only if her blood glucose goes over 200 mg/dl; daughter stated that since the results from the true metrix meter were lower she did not give the customer insulin. Daughter stated that customer had obtained the result using the true metrix meter of 174 mg/dl am fasting on 04/05/2024 and that customer had been taken to the hospital. Customer's blood glucose test result when at the hospital had been 420 mg/dl; the timeframe between the two tests was not disclosed. The diagnosis was high blood glucose and customer was treated with insulin. Customer was discharged on (B)(6) 2024 with the recommendation to continue taking insulin. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2025 and test strips were opened three weeks prior to the call. The meter memory was reviewed for previous test result history: result 1: 320 mg/dl date: 4/5/24 time: 12:09 pm unknown result 2: 276 mg/dl date: 4/5/24 time: 11:47 am non-fasting result 3: 174 mg/dl date: 4/5/24 time: 9:59 am fasting result 4: 182 mg/dl date: 4/4/24 time: 9:44 pm unknown result 5: 187 mg/dl date: 4/3/24 time: 9:45 am fasting.

Manufacturer narrative:
Sections with additional information as of 30-jul-2024: d9: device available for evaluation. G1: reporting contact first and last name updated from ¿(B)(6)¿; reporting contact email updated from ¿(B)(6).¿ h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.